Event description:
It has been reported that the pt received a metasul head 28 s on an unknown date. Due to metallosis, the pt underwent revision surgery on (B)(6) 2011. Notes: complaint re-opened on (B)(6) 2013. As part of a correction action which was initiated on the (B)(6) 2013 (see CAPA (B)(4)), this complaint has been reported to FDA retrospectively. The product has been received and investigated and the following are the results of the investigation: during the trend analysis, no trend was identified. Result of the device analysis is as follows: the alloclassic metasul insert showed damage due to the revision surgery, e. G. Scratches, holes from removal of the insert by using a screw. On the anchoring side of the insert slight backside changes as well as yellow discoloration were observed. The articulation surface of the metasul inlay showed numerous fine scratches. On the metasul head, some coarse scratches probably derived from the revision surgery was also seen. The loaded area was characterized by numerous fine scratches and leveled carbides which protruded slightly in the original surface state. In the unlocked area around the equator the carbides were still visible. The taper of the metasul head exhibited surface changes due to fretting corrosion. The wear measurement of the metasul pairing was carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value results in 12 micrometer for the head. As the time in-vivo is unk, it can only be estimated due to the lot-number of the product. Assuming a time in-vivo of the least 10 years the annual linear wear rate would amount to 1.2 micrometer. The metasul-inlay showed a slight deformation. As the method used requires sphericity and clearly defined wear zone, it was not possible to determine the wear value. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear rate of 27.8 micrometer / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 micrometer / year per pairing. Compared to this, the wear rate only measured for the head must be considered normal. In the event description it was mentioned that this case concerns the occurrence of metallosis. The appearance of the articulation surfaces of the metasul pairing did not give indications for abnormal wear resulting in a metallosis. But, in the taper of the metasul head, indications of fretting corrosion were found which could be a possible wear- generating source. However, it is unk why it came to fretting corrosion.

Manufacturer narrative:
Based on the given info and the results of the investigation, we were not able to identify a specific root cause for this issue. Hence zimmer (B)(4) will consider this case as closed. Zimmer reference number (B)(4).